Event description:
Fractured femur on initial seating of the prosthesis - there appeared to be a nondisplaced fracture in either the anterior or posterior cortex extending about three inches beyond the tip of the prosthesis. It was nondisplaced and seemed to stop at about three inches beyond the tip of the prosthesis. It appeared to be a stable type fracture and only involved one-cortex and he felt that additional fixation at this time was not necessarydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.